Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer was treated with insulin pump. Customer did not allege insulin pump for under delivering. Customer stated that the reservoir was leaking. Customer was not sure for the location of leak. Customer reported fluid in the reservoir compartment of insulin pump. Customer was not using auto mode. Customer stated that the retainer ring was fallen off. The insulin pump will not be returned for analysis.